Manufacturer narrative:
(B)(4).   A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Evaluation: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a choriocarcinoma on (B)(6) 2020 and the suture was used. During surgery, the suture broke when it was used for sewing and ligating the blood vessel. A like device was used to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/10/2021. Additional information was requested and the following was obtained: was there any patient consequences? Unobtainable. Once there is any update, we will update the information. Could you please confirm how many devices present this issue (breakage)? 3 sutures. Note: event reported in 2210968-2021-00254, 2210968-2021-00255, and 2210968-2021-00256. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.